Event description:
The reporter's spouse did meter to hcp meter comparison tests, within 10 minutes, using different finger sticks. The meter reading was 380 mg/dl, and the hcp meter (type unknown) read 160 mg/dl. Rptr's spouse did not have any symptoms. A control test result was in range, 143 (98-147). On follow-up, the rptr stated that the blood sample had been applied to the wrong side of the strip, onto the confirmation dot. Since receiving training on proper testing technique, rptr's spouse was receiving proper results. No harm was alleged.